Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported the plunger was not fully depressed against the handle. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: "while maintaining device logo position and keeping the device at approximately a 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles." The IFU violation likely contributed to the reported event. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, a likely a cuff miss occurred due to interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps/instructions.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a stent grafting procedure. Reportedly, there was no suture attached when the plunger of the prostyle device was removed, a cuff miss [device needles not engaging with the cuffs] occurred. The prostyle was deployed at less than 45 degrees, and the plunger was not pushed in enough in the second step. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f, and the stent grafting procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.